Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the device. The fibers were wet. No other irregularities were visually noted. The dialyzer was subjected to a laboratory leak test and a leak was detected from base of the dialysate port on the non-cavity ID end at 4.0 psi. Under magnification, multiple stress cracks were found at the base of the dialysate port on the non-cavity ID end. Further examination of the complaint device did not identify any other damage or irregularities. The event was confirmed due to a damaged port. A probable cause for this failure to occur could be associated with potential misalignment of the conditioning carrousel or could be rough handling of the dialyzer during manufacturing, shipping, or by the end user. It could not be determined when the damage may have occurred.

Event description:
A user facility patient care technician (pct) reported that an external dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment. The pct stated the leak was identified at the start of the treatment, as soon as blood hit the dialyzer. The leaking fluid was clear and appeared to be coming from the male connector port for the red hansen. There was no visible blood leaking; the pct insisted that the leaking fluid was clear. There were no alarms from the machine, a fresenius 2008t. The pct checked the hansens to verify they were secure, and they also checked the saline connector. The pct found no loose connections. The pct also confirmed there were no visible cracks or other defects on the dialyzer. It was confirmed that the device had not been dropped prior to use. Fresenius bloodlines were also being used for the treatment. After identifying the leak, the lines were clamped and the patient was disconnected. The patient¿s blood was not returned which resulted in blood loss of approximately 75 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility patient care technician (pct) reported that an external dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment. The pct stated the leak was identified at the start of the treatment, as soon as blood hit the dialyzer. The leaking fluid was clear and appeared to be coming from the male connector port for the red hansen. There was no visible blood leaking; the pct insisted that the leaking fluid was clear. There were no alarms from the machine, a fresenius 2008t. The pct checked the hansens to verify they were secure, and they also checked the saline connector. The pct found no loose connections. The pct also confirmed there were no visible cracks or other defects on the dialyzer. It was confirmed that the device had not been dropped prior to use. Fresenius bloodlines were also being used for the treatment. After identifying the leak, the lines were clamped and the patient was disconnected. The patient¿s blood was not returned which resulted in blood loss of approximately 75 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that an external dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment. The pct stated the leak was identified at the start of the treatment, as soon as blood hit the dialyzer. The leaking fluid was clear and appeared to be coming from the male connector port for the red hansen. There was no visible blood leaking; the pct insisted that the leaking fluid was clear. There were no alarms from the machine, a fresenius 2008t. The pct checked the hansens to verify they were secure, and they also checked the saline connector. The pct found no loose connections. The pct also confirmed there were no visible cracks or other defects on the dialyzer. It was confirmed that the device had not been dropped prior to use. Fresenius bloodlines were also being used for the treatment. After identifying the leak, the lines were clamped and the patient was disconnected. The patient¿s blood was not returned which resulted in blood loss of approximately 75 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was confirmed to be available to be returned for manufacturer evaluation.